Event description:
Caller reported not seeing drops of insulin at end of tubing during fill tubing step of load sequence. There was no adverse impact to customer's blood glucose level. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.